Event description:
Nurse reported that the patient had itching and welts during initial routine hemodialysis treatments with nxstage system one. Patient was administered benadryl 12.5mg IV. For subsequent treatments, patient received benadryl 50mg po, then reduced to benadryl 25mg po. Administration of benadryl was discontinued with implementation of an additional saline flush of the blood circuit prior to start of treatment. Patient no longer reports itching symptoms. Patient has a possible allergy to vancomycin. Patient has a history of similar problems on dialysis while using other dialyzers.

Manufacturer narrative:
The cartridge was not available for evaluation. Additionally, the lot number was not provided, therefore, a device history could not be performed. The user's guide includes adequate warnings to monitor for potential allergic reactions the patient continues hemodialysis without further symptoms. No further investigation is required. Nxstage medical considers this report closed. No additional information will be provided.